Event description:
Customer reported, the cross arm lock handle is loose. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cross arm brake assembly. System operates as intended.